Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd 10 ml syringe experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown event description: potassium syringe didn't attach well to tubing and all infusions backed up and dripped on the floor. This happened for at least one hour.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd 10 ml syringe experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Event description: potassium syringe didn't attach well to tubing and all infusions backed up and dripped on the floor. This happened for at least one hour.